Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted in hospital with complications from an unrelated illness. It was noted during routine check at the hospital that the device could not be interrogated. Several attempts were made to interrogate the device with multiple programmers. All attempts failed while the radio frequency (rf) tower was connected but interrogation was successful when the rf was unplugged and wand only was used. An rf anomaly was suspected. A device reset to factory settings with reprogramming was completed. The issue was resolved and interrogation with rf was successful. The patient was stable.

Manufacturer narrative:
Additional information: section e - physician's name added.